Manufacturer narrative:
The 2008k2 hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed. The res identified and replaced a leaking high flow relief regulator. Functional testing performed by the res confirmed that the unit was operating properly. No further information has been able to be obtained. Therefore, it is not currently known if the unit has been returned to service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation revealed that the 2008k2 hd machine had a leaking high flow relief regulator, which was replaced to resolve the reported issue. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
(B)(4). There have been no reported adverse events associated with the issue. It was reported that there was no patient connected to the machine at the time of the incident. The report is being investigated by the manufacturer via a CAPA. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A biomedical engineer at the user facility reported a saline bag backfill problem on a 2008k2 hemodialysis (hd) machine. A fresenius regional equipment specialist (res) performed an on-site evaluation of the machine. The res found a leaking high flow relief regulator. The res replaced the regulator. No further information has been able to be obtained. The res service confirmation states that there was no patient involvement.